Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure the jaws of the device broke and could not fire clip. No patient consequences were reported.